Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a combined initial/final report.

Event description:
The user has been re-implanted. There is no other information available. This is a combined initial and final report.